Event description:
It was reported the device is alarming: 46221 0004 error. There was no patient involvement.

Manufacturer narrative:
B3: day is unknown, month and year are known. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The cause of the issue was found to be a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue.